Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 11 devices were received. 6 device investigation types have not yet been determined. 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes 17 malfunction events in which the device was reportedly leaking. 10 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 17 previously reported events are included in this follow-up record. Product return status 15 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 17 malfunction events in which the device was reportedly leaking. 10 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.